Event description:
Related manufacturer reference number: 3006705815-2023-05426. It was reported that the patient was experiencing ineffective relief. As a result, surgical intervention took place where the system was explanted and replaced to address the issue. Ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.